Event description:
It was reported that the patient had been hospitalized with hypoglycemia. Symptoms reported include dehydration and cold and clammy skin. The patient was treated with fluids for the dehydration and insulin to regulate blood glucose levels due to pod being removed when arriving at the hospital. The patient was released after 3 days.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.